Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received and reviewed. Three malfunctions were confirmed for retrieval difficulties, and one malfunction was inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported informations indicated that model dl900f vena cava filter allegedly unable to be retrieved. This information was received from various sources. All the malfunctions involved patients with no known impact to the patient. The four patients ranged from 32-56 years of age and 120-219 lbs. Of the reported patients, two were male and two were female.